Event description:
It was reported that a lead integrity alert (lia) was triggered within a week of a device change out due to high pacing impedances on the right ventricular (rv) lead. It was determined that there was a loose connection between the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. The lead was reseated in the header and the set screw was reset. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted: (B)(6) 2007. (B)(4).